Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge error message with two cartridges during the load process. The customer was able to load the third cartridge successfully the customer's blood glucose level was not impacted. The customer was to continued to use the pump to manage diabetes and has insulin injections if needed.